Event description:
The pt was admitted electively to the cardiac catheterization laboratory for planned cardiac electromechanical mapping using the noga system and injection of vascular endothelial growth factor (vegf) into ischemic myocardium. Coronary angiography was performed and a prophylactic temporary pacemaker was inserted via the right femoral approach due to the presence of a right bundle branch block. Noga mapping was conducted. The pt developed chest pain during the procedure. The manipulation of the catheter was difficult due to marked tortuosity of the aorto-iliac system. Only 1 of 10 vegf injections was administered due to increasing pt discomfort, the length of the procedure, and difficulty in achieving suitable catheter position for gene injections. The temporary pacemaker wire was removed and the pt was transferred to the coronary care unit for ischemia management. During the brief time interval of transport to ccu, the pt exhibited a marked deterioration. Echocardiography confirmed a localized pericardial effusion and right ventricular tamponade. An attempt was made to drain the pericardial effusion percutaneously which was only partially successful. Due to the continued evidence of hemodynamic compromise, the pt was transferred to the o.r. And open pericardiocentesis was performed through a median sternotomy. There was immediate hemodynamic improvement on release of the pericardial tamponade and the pt was transferred to the medical surgical intensive care unit in stable condition. The pt has continued to show a good recovery.